Manufacturer narrative:
The device was not returned to (B)(4) for evaluation. Because the device was not returned to (B)(4) no investigation could be performed. Based on the complaint information provided the pump appears to have infused at a volumetric rate that (B)(4) considers reportable. This report will be updated if the device is returned to (B)(4).

Event description:
The initial reporter stated that the pump over infused and that it finished an hour early during a 12 hour infusion. (B)(4) followed up with the initial reporter and was advised that the patient was doing ok after the over infusion and had no issues afterwards. [(B)(4)]

Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not confirm or replicate the complaint. Based on the information available after the investigation was completed, no MDR was required.

Event description:
The initial reporter stated that the pump over infused and that it finished an hour early during a 12 hour infusion. Mmdg followed up with the initial reporter and was advised that the patient was doing ok after the over infusion and had no issues afterwards. (B)(4).